Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The monitoring kit was being used to deliver an unspecified solution. After connecting the monitoring kit to the patient, the nurse noted "blood droplets" leaking from the stopcock. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.